Event description:
It was reported that the patient presented to the hospital's emergency department. It was noted that the pacemaker had no low voltage (lv) pacing. Programming changes were made. The patient experienced no adverse consequences.